Manufacturer narrative:
Based on additional information received from the customer, the arjo maxi 500 floor lift was used to transfer the resident from the bed to the wheelchair. The facility staff reclined a wheelchair too far while lowering the resident placed in the sling. Additionally, one leg of the lift was placed between the wheels of the wheelchair and the other leg on the right outer side. As a result, the resident was placed on the back of the wheelchair, not the seat. The staff used their stomach to push the wheelchair handles down. At the same time, they used the sling handles to pull the resident into a seated position. This action caused tipping of the wheelchair bringing the lift and resident in the sling with it. The resident was not placed directly above the wheelchair (did not arrive at destination). In case when a resident is not directly above the destination, the lift should be adjusted. If the lift is positioned in a way, that a resident, mast, sling or other component needs to be pulled to arrive at destination, the point of gravity may change, leading to lift being unstable. Maxi 500 instructions for use (IFU) warns "never attempt to manoeuver the lift by pulling on the mast, boom, actuator or patient. Doing so could cause incidents resulting in injuries" and informs that "once the patient has arrived at destination, reposition the patient according to the destination position". The arjo's investigation corresponds to the customer's results. The facility staff was trained immediately following the incident. There was no failure of arjo device leading to tilting of the device, therefore the device meets its specification. It played a role in the incident since was used with the resident. This incident has been deemed reportable due to allegation of lift tilting over during use.

Manufacturer narrative:
The investigation is pending as some information are gathered, once it is completed a final report will be submitted.

Event description:
It was reported that during the transfer using the non-arjo wheelchair and arjo maxi 500 lift, the lift tipped over. No serious injury was sustained, and no malfunction was found.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.